Event description:
When rptr pushes the forward control, sometimes it locks and to dislodge it she has to push it backwards. She can only use her left hand. She stated "it is hard for me to push it backwards to stop it."